Event description:
The facility reported a pt was on morphine and the pump was programmed in the pca mode. Reportedly, the pt became oversedated, but still breathing, and narcan was administered. After the drug was given the pt "did come around". The pt was transferred to the critical care unit for 24 hour observation and is currently doing well. The facility also reported that the pt's significant other sdmitted to pressing the pca button "a couple of times" while the pt was sleeping. There is no additional information available.